Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number /serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure hemopro2 extension cable was being used and quit working. The case was completed using another cord they had on site. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure hemopro2 extension cable was not working. The hospital did not report any patient effects.